Event description:
It was reported that the external pulse generator (epg) was unable to perform the atrial sensitivity test correctly. It was noted that the epg began atrial sensitivity testing at 0.4 millivolts (mv) and then auto decremented to 0.0mv. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.